Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation can be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient was reportedly in the hospital due to a stoma site infection that had been ongoing for about a month. The patient had received multiple courses of antibiotics without satisfactory effect and at least one stoma culture was positive. The patient was receiving IV antibiotic therapy while in the hospital. Throughout the time when the patient was experiencing the stoma site issues, cultures had been taken, being positive for candida albicans and four other bacteria. Ultimately it was decided to remove the patient's tubing with plans to reinsert in october.